Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed sensor error. Customer's sensor glucose reading was 49 mg/dl but her blood glucose level was 72 mg/dl. The insulin pump went into threshold suspend. The sensor was bent. The customer was advised that the device would be replaced and agreed to return the product for analysis.